Event description:
Report from (B)(6) of metal fatigue failures of a weld seam on spring arms mfg by ondal industrietechnik (B)(4) and sold under the trade name of "acrobat 2000." Specific info about the actual failures is unk. On (B)(6) 2009, it was learned that ondal performed testing of its spring arm through (B)(4). It was reported that when sample acrobat 2000 spring arms fully extended with a weight of 20.3 kg placed 700 mm from the weld joint, could fail on average after 8.72 years of use. The ondal acrobat 2000 spring arms are evidently the subject of regulatory activity in (B)(6). There are no reported or known failures of the acrobat 2000 in the united states. Usage of the acrobat 2000 in america -surgical lighting- has involved a shorter lever arm -500 mm- and lower loading -9.1 kg-.